Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective inspiration valve. In consequence (correction) the defective inspiration valve was replaced. There was no patient or user harm.

Event description:
While on a patient ventilator was alarming "disconnect on patient side" and "turn flow sensor." The circuit was checked and no leak was found, but a sound was heard by the exhalation valve. A leak test and flow sensor calibration tested both passed. The exhalation valve was changed. However nothing we did helped solved the problem. Biomed test: cleaned pin with alcohol, no noticeable medication present. Switched on expiratory valves and membrane with no improvement. Tested the g5 from test 1 - to test 13 (expiratory valve calibration & checks) where it failed yesterday because the ppat was reading below 0 (-0.8). As of now it reads between -0.1 to 0.5. Used test lung and successful replicated the problem after 1-2 minutes running. This g5 is running in asv mode. The g5 had a neonatal circuit on it as well.